Manufacturer narrative:
Analysis of programming history.

Event description:
Through review of programming history a defaulted diagnostics on (B)(6) 2009 caused the generator to change its settings to undesirable values. Although most of the settings were corrected on (B)(6) 2009, the magnet on time was left on 30 seconds instead of 60 seconds till (B)(6) 2009.